Event description:
Customer reported a malfunction alarm on their pump, identified as malfunction 199, which indicated an issue with the device. The reported malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support provided instructions to reset the pump; however, the issue persisted, leading to the decision to replace the pump. The customer was instructed to use manual daily injections (mdi) as backup therapy to maintain insulin delivery, and tandem confirmed the shipping details to send the replacement pump.